Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device was returned for evaluation. A visual and tactile examination of the shaft identified a severe kink approximately 1100 distal to the strain relief in the midshaft of the device. The inner core was noted to be severely kinked within the midshaft kink. The returned device was attached to an encore inflation and subjected to positive pressure when a pinhole leak was identified in the mid shaft of the device at the location of the severe kink. Microscopic examination identified the inner core wire compressed against the midshaft. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. The balloon was unfolded and had been subjected to positive pressure. Blood was noted within the balloon and inflation lumen which is evidence of a device leak. A visual and microscopic examination of the balloon material identified no damage or any issues that could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-aug-2018. It was reported that the device failed to cross the lesion. The 95% stenosed target lesion was located in a moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected for use. During procedure, it was noted that the catheter was unable to cross the lesion. The device was simply pulled out from the patient's body and the procedure was completed with another of the same balloon catheter. No patient complications reported and the patient' condition was good. However, device analysis revealed a hole in the shaft.